Manufacturer narrative:
Device eval by MFR. And media analysis: the returned device consisted of a watchman access system (was) with the dilator outside of the sheath. The hub, sheath, and device tip were visually and microscopically inspected. Numerous kinks were identified along the length of the sheath. A single photographic image of the was was received and analyzed by a boston scientific quality engineer. The photograph depicted a was sheath kink. No other device damage was identified. Analysis of the photographic image and product analysis confirmed the reported device kink as the sheath of the was was kinked.

Event description:
It was reported a sheath kink occurred. A left atrial appendage (laa) closure procedure was performed using a watchman laa closure device with delivery system (wds) and a watchman access system (was). The closure device was successfully implanted. At the conclusion of the procedure during removal of the was from the patient a sheath kink was discovered. No patient complications were reported.

Event description:
It was reported a sheath kink occurred. A left atrial appendage (laa) closure procedure was performed using a watchman laa closure device with delivery system (wds) and a watchman access system (was). The closure device was successfully implanted. At the conclusion of the procedure during removal of the was from the patient a sheath kink was discovered. No patient complications were reported.